Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer blood glucose level was 10.1 mmol/l. Customer also stated that insulin pump was not receiving critical error pump alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device was tested with no error 49 and error 68 noted during testing. Pump error 53 alarm, error 4 and error 63 found in the device history file due to software error.